Event description:
It was reported that prior to a percutaneous coronary intervention, a stent securement issue occurred. As the 2.5 x 38 mm promus element stent was open and prepped for use the physician noted that the stent was not properly crimped and secured to the stent delivery balloon. The procedure was completed with another 2.5 x 38 mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).